Event description:
It was reported that physician noted an alert message for high, out of range, hv lead impedance. Varying hv lead impedance values were seen with pocket manipulation. Lead damage is suspected. Reprogramming changes were made to the device, the lead will be monitored. The patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.